Event description:
Burn (1.8 mm in diameter), very painful [thermal burn]. Permanent scar [scar]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old female patient of an unspecified ethnicity applied thermacare heatwrap (thermacare (B)(4)) (lot #: l75954n, expiration date: feb2018) on (B)(6) 2015, single use for "tenseness" and shoulder pain. The patient's medical history was not reported. Concomitant medications included an unspecified contraceptive pill. On (B)(6) 2015, the patient experienced a burn (1.8 mm in diameter), which was very painful. The reporter stated the outcome was reported as "permanent scar". The suspect product was not given in the past. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included an unspecified burn gel, tyrosur gel and a bandage for 4 weeks. Surgical treatment was not necessary. Clinical outcome of the event burn was resolved with sequelae on (B)(6) 2015. Clinical outcome of the event scar was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from a contactable pharmacist includes: patient details, concomitant medication, updated suspect product start date, action taken with suspect product, updated event onset date, therapeutic measures taken, reaction data (additional event of scar on an unspecified date) and event outcome. This case has been upgraded to a serious reportable medical device report. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scar is assessed as associated with the device use. This case meets initial 10-day EU/ 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scar is assessed as associated with the device use. This case meets initial 10-day EU/ 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient of an unspecified ethnicity applied thermacare heatwrap (thermacare fuer flexible anwendung) (lot #: l75954, expiration date: feb2018) on (B)(6) 2015, single use for tenseness and shoulder pain. The patient's medical history was not reported. Concomitant medications included an unspecified contraceptive pill. On (B)(6) 2015, the patient experienced a burn (1.8 mm in diameter), which was very painful. The reporter stated the outcome was reported as "permanent scar". The suspect product was not given in the past. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included an unspecified burn gel, tyrosur gel and a bandage for 4 weeks. Surgical treatment was not necessary. Clinical outcome of the event burn was resolved with sequelae on (B)(6) 2015. Clinical outcome of the event scar was unknown. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from a contactable pharmacist includes: patient details, concomitant medication, updated suspect product start date, action taken with suspect product, updated event onset date, therapeutic measures taken, reaction data (additional event of scar on an unspecified date) and event outcome. This case has been upgraded to a serious reportable medical device report. Follow-up ((B)(6) 2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scar is assessed as associated with the device use. This case meets final 10-day EU/ 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scar is assessed as associated with the device use. This case meets final 10-day EU/ 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.